Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type: correction : lot#. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat restenosis in a narrow, concentric proximal lesion. The 3.5 x 08 mm xience alpine stent delivery system (sds) was advanced; however, resistance was noted with the guideliner and the stent dislodged in the guideliner. The guideliner and stent delivery system, along with the dislodged stent, were removed, as a single unit, from the anatomy without difficulty. There was no reported adverse patient effect or a clinically significant delay. Two stents were implanted successfully during the procedure. No additional information was provided regarding this issue.